Event description:
After an implantation time of about 23 months, it was reported that the ICD could not be interrogated. A small scorched spot was detected on the housing during explantation. The ICD and the lead were explanted. There were no adverse patient effects reported. The date of implant was not provided.